Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys estradiol iii assay on multiple roche diagnostics elecsys e170 modular analytics immunoassay analyzers. No erroneous results were reported outside of the laboratory. The sample initially resulted with an estradiol value of > 11000 pmol/l when tested on the first e170 analyzer. The sample was diluted times ten and repeated on the same analyzer, resulting as 1100 pmol/l. The sample was repeated on a second e170 analyzer, resulting as 877 pmol/l. The 877 pmol/l value was believed to be correct and reported outside of the laboratory. The customer provided data for 6 additional measurements of the patient sample, but it is not clear if these values replace the first three values provided above or if these are in addition to the first three values provided. The first additional measurement was performed on the first e170 analyzer, resulting as 11010 pmol/l accompanied by a data flag. For the second additional measurement, the sample was automatically diluted by the first e170 analyzer, resulting with a value of 1076 pmol/l. The third through sixth additional measurements were performed on an unknown e170 analyzer, resulting as follows: 185.5 pmol/l, 87.71 pmol/l, 210.2 pmol/l, and 167.1 pmol/l. No adverse events were alleged to have occurred with the patient. The serial number of the first e170 analyzer was (B)(4). The serial numbers of all additional e170 analyzers were asked for, but not provided.

Manufacturer narrative:
For one e170 analyzer (serial number uknown), the alarm trace showed several abnormal sample aspiration alarms and alarms indicating that a system reagent was short. The last calibration performed on this instrument was on 20-jun-2018 and no issues were seen with this calibration. Controls on this analyzer were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial numbers of the additional e170 analyzers that were used are (B)(4). It is not clear which of these two serial numbers was used for the following measurements: 877 pmol/l, 185.5 pmol/l, 87.71 pmol/l, 210.2 pmol/l, and 167.1 pmol/l..